Manufacturer narrative:
This patient was initially admitted to the hosp for screening and four days later, percutaneous coronary intervention (pci) was performed on four lesions. Pre-procedure medications included aspirin, clopidogrel, lipid lowering agent, diuretics, ace inhibitor and pravasin. Pci was first performed on ta lesion in the apical left anterior descending artery (lad) with a 2.5x13mm cypher stent at 12 atmospheres (atm). A 2.5x13mm cypher stent was deployed next in the proximal circumflex. Then a 3.0x18mm cypher was deployed in the mid lad at 16 atm. Finally, two 3.0x13mm cypher stents were deployed in the left posterolateral at 14 and 12 atm, repsectively by direct stenting. The pt was discharged three days later without anginal complaints. Post-procedure cardiac enzymes were within normal limits. Medications at discharge included aspirin, clopidogrel, lipid lowering agent, diuretics and ace inhibitors. Three years later, the pt had stable angina and a positive stress test. The pt underwent re-ptca in the proximal lad and in the lad apical. This product is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug eluting stent. This product is not available for testing and evaluation. Additional details have been requested and will be submitted within 30 days upon receipt. This is one of two products associated with this event that were reported under 9616099-2007-00006.

Event description:
The patient had re-ptca of two lesions previously treated with cypher stents.